Event description:
It was reported that the customer¿s pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted several troubleshooting steps, including trying different wall outlets, adapters, and cables, but none resolved the issue. Technical support decided to replace the pump.